Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The explanted device will reportedly not return for analysis. A review of the device history record was performed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. It is reported that explant previously reported, was reported in error. The recipient reportedly underwent a magnet replacement. The recipient remains implanted. There are no device problems reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a displaced magnet. The recipient was reimplanted with another advanced bionics cochlear device. The recipient reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.